Manufacturer narrative:
(B)(4). Jaws closed - malformed clip additional information was requested but no further details were not available. (B)(4). The analysis results of the device found that it was received with the jaws in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted; one j shaped clip was released. The jaws were inspected and no burr was found; it could not be determined what may have caused the found j shaped clip. The remaining clips were conforming according to our manufacturing specifications and then, the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, when the device was fired, two clips were lodged into the jaws. They did not deploy. A new device was used to complete the procedure. There was no impact to the patient.